Event description:
It was reported that approx 22 months post-implant of a bifurcated device and a suprarenal aortic extension a computed tomography scan identified an endoleak between the aortic extension and the bifurcated device. The physician treated the pt with two aortic extensions, which corrected the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: the patient's anatomy and presumed negative aortic remodeling, might have contributed to this complaint. Stent overlay at index could not be assessed due to lack of available information. The endoleak was substantiated, as was the secondary procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, did not identify a device issue.